Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for the last 2 days they have been having an electric shock pulsing like ramping that moves around on their butt where the device was at. Patient said it was like a severe cramp that just rolls down and rubs their butt. Patient also said this morning when they laid flat again it happened. Patient mentioned they try to not lay flat so it doesn't happen but if they grab the patient's leg and bend it up and down half a dozen times it seems to subside. Patient stated they took the stimulation down one point and that was for a day but it still did it so they put it back up to where it was. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a post op appointment with healthcare provider in a couple weeks. Patient already contacted their hcp but they were waiting for a call back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.